Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to interrogate. It was noted that the there was no rf telemetry. The patient was in bad breathing condition and was in the hospital with a respirator. Once the patient was in good condition programming changes were performed.